Event description:
According to the reporter: the patient underwent an open procedure. The suture was used for the wound closure. There was wound dehiscence. A reoperation was required less than one month later to fix the issue. Found that the suture was completely absorbed. The patient outcome is alive, with injury.